Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the setup joint (suj) involved with this complaint to perform failure analysis. The suj was analyzed, and the reported error 23072 was confirmed in system logs indicating that excessive mismatch errors between primary and secondary setup joints readings were reported to the suj. Upon visual inspection, no issues were found related to the reported event. The suj was installed onto an in-house system where the error was replicated on startup. The unit was tested with an in-house axes controller set up joint (acj) and error cleared. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the acj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the string pot assembly (scrap item) and setup joint (suj) 1 due to error 23072. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the suj1. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, there was a repeated recoverable fault, error 23072, on universal surgical manipulator (usm) 1. The customer attempted to recover the fault and reboot the system, but these actions did not resolve the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting and confirmed the error through the logs, indicating a problem with set-up joint (suj) 1 in the vertical axis. The tse instructed the customer to power down the system, adjust the vertical position, and power it back up, but this did not help. The customer was unable to clutch and moved the usm to a different position while the system was on. The tse explained that the usm required servicing and inquired if the surgery could proceed with three usms, which was not possible. The procedure was converted to laparoscopic surgery with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: there were no additional ports placed.